Manufacturer narrative:
This report is submitted on december 13, 2023.

Event description:
Per the clinic, the patient experienced infection at the implant site and subsequently, was treated with oral antibiotics (date and duration not reported). The patient also underwent a skin revision surgery on (B)(6) 2023 under mac anesthesia.